Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device failed to reproduce improper shutdown as the battery was not received with the device. A review of the event history log (ehl) revealed occurrences of improper shutdown message. The reported problem was verified in the event history log, however the user received multiple battery very low! Warnings prior to battery depletion. The spectrum's operations manual notes very low battery displays when less than half of the low battery capacity remains. If the pump is not plugged in, the battery will continue to slowly discharge even if the pump is not powered off." The battery was not received with the device, and therefore could not be determined if battery depleted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump an improper shutdown issue was identified. No additional information is available.